Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.,

Event description:
The customer reported that they have received an rd set neo sensor product code : 4003 lot 17a10 that failed in the middle of monitoring a patient, there was no sensor light and no error message on the draegar 540 monitor. When this sensor was tried on a radical monitor it did not work and showed no sensor light. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the unit failed continuity testing due to an open infrared in the emitter assembly. Visual inspection confirmed there was no physical damage, however the sensor does not function. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event. (B)(4).